Manufacturer narrative:
Concomitant medical products: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# gwxhd; triathlon cr fem comp #6 l-cem; cat# 5510-f-601; lot# 58pcl; triathlon asymmetric x3 patella; cat# 5551-g-350; lot# r1mm; simplex p full dose 1 pack; cat# 6191-1-001; lot# rbtc1b; simplex p full dose 1 pack; cat# 6191-1-001; lot# rdt047. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by (B)(4) legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported by the patients' attorney as a result of a legal claim that allegedly on (B)(6) 2013 the patient underwent left knee revision surgery due to a painful and unstable left tka.

Manufacturer narrative:
Additional patient information added.

Event description:
It was reported by the patients' attorney as a result of a legal claim that allegedly on (B)(6) 2013 the patient underwent left knee revision surgery due to a painful and unstable left tka.

Manufacturer narrative:
Corrected data: device returned. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the material analysis report (mar) indicated: the insert exhibited burnishings, scratching and indications of embedded 3rd body debris which are commonly reported damages modes with uhmwpe inserts.the articulating surface exhibited burnishing, scratching and indications where embedded debris was likely located. These are commonly found modes of damage found in polymer explants. No embedded debris was observed on this insert but it was likely lost during the handling and decontamination processes. Embedded debris can cause third body wear of both the insert and the metallic components. Other damages observed were explantation related. -medical records received and evaluation: no bone scan images are available for review, but the report describes non-specific findings consistent with normal post-operative appearance. There is no x-ray evidence of loosening, and at revision surgery a reciprocating saw and osteotomes were required for removing both components. Third body debris (cement or bone) is often seen in poly inserts and would not explain the pain that this anxious patient described beginning in the early post-operative period. No material or manufacturing defects were noted in the material analysis report. The likelihood of poor soft tissue balancing and subsequent instability or possible reflex sympathetic dystrophy could have contributed to this clinical situation rather than factors of faulty implant design, manufacturing or materials. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot referenced. Conclusions: the material analysis report (mar) indicated that: the insert exhibited burnishings, scratching and indications of embedded 3rd body debris which are commonly reported damages modes with uhmwpe inserts. Review of the medical records provided indicated that: no bone scan images are available for review, but the report describes non-specific findings consistent with normal post-operative appearance. There is no x-ray evidence of loosening, and at revision surgery a reciprocating saw and osteotomes were required for removing both components. Third body debris (cement or bone) is often seen in poly inserts and would not explain the pain that this anxious patient described beginning in the early post-operative period. No material or manufacturing defects were noted in the material analysis report. The likelihood of poor soft tissue balancing and subsequent instability or possible reflex sympathetic dystrophy could have contributed to this clinical situation rather than factors of faulty implant design, manufacturing or materials. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patients' attorney as a result of a legal claim that allegedly on (B)(6) 2013 the patient underwent left knee revision surgery due to a painful and unstable left tka.